Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient lost weight causing the ipg to move in the pocket and pain. Patient was seen in the clinic, and her incision site was opening and had drainage. Patient stated having a fever. In turn, surgical intervention took place wherein the entire system was explanted. The physician seemed to think it was infected. The patient was given both IV and oral antibiotics to address the infection.